Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer reported they have a backup plan available. Customer stated that he tried treating with the pen but the high blood glucose was not coming down. The customer was admitted to the hospital. The customer stated that they placed him on an insulin drip, IV, and electrolytes. Customer stated that they removed the insulin pump once he was at the hospital. The customer declined to troubleshoot for high blood glucose.